Manufacturer narrative:
Blank display due to moisture damage on electronic assembly. Unable to perform displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, self test, active current measurement and sleep current measurement test or verify critical pump error (open book image) alarm due to blank display. The following were noted during visual inspection: scratched case, cracked keypad overlay, and missing serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error after getting wet and open book image. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.